Manufacturer narrative:
No signal too low or unexpected restart alarm noted. Device passed the self test and unexpected restart error test. Device passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Device had cracked display window corner and cracked reservoir tube. No blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device would indicate no battery power after a new battery was inserted. Customer's blood glucose was 45 mg/dl. Found unexpected restart alarms and signal too low alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.